Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during follow-up several attempts were required to establish telemetry with this pacemaker. Once telemetry was established limited information was accessible and a message indicating an unspecified issue appeared on the programmer screen. Interrogation was attempted again using an alternate programmer with some success. Boston scientific technical services (ts) provided suggestions for additional troubleshooting. Additional information was later received indicating the telemetry was established with the device but an interrogation could not be completed. The physician elected to explant and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor body fluid contamination in the lead barrels and holes in the a-, a+, lv-, and rv- seal plugs; all setscrews operated normally. Attempts to interrogate the device were unsuccessful; the pacemaker had no telemetry at room temperature or when heated to average body temperature.the device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. The device case was removed and battery voltage measured to be 2.857v; full device telemetry was once again available and a full memory download was able to be performed. Attempts to cause a no telemetry condition were made but unsuccessful. Analysis could not determine the root cause of the reported telemetry issues.